Event description:
It was reported that the patients ipg was unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg remained in the facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred three months ago.

Event description:
It was reported that the patients ipg was unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.